Event description:
Pt had blood cultures drawn in ER. Blood cultures drawn and positive proteus species in aerobic bottle by dna method. Pcr results did not agree with culture. Suspect contamination in the bottle on receipt from the vendor as there were two similar instances at (B)(6) hospital. Corrected report issued with notification and doctoral review. Uncollected bottles of suspected lots were sequestered from all collection areas in the system. Lot # of bottles 7340903 or any with expiration of 09/30/2018 possibly affected.